Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it has been determined that manufacturer report # 1723170-2019-01290 was a duplicated report of this report, manufacturer report # 1723170-2019-00976. Related information for this event is captured in manufacturer report # 1723170-2019-01290. Any additional information will be captured in this report, manufacturer report # 1723170-2019-00976. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed by the rep that the use of the system was aborted before the procedure started and troubleshooting was done before the patient was in the or. It was noted that an s7 was used for the planned or.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the patient was not present in the operating room (or). The site brought in a different navigation system to proceed. It was reported that before the site started, they did a check of the installation because the issue of the camera was intermittent. Follow-up is being connected to clarify as it was previously indicated that the site was able to get the system to work by disconnecting the amplifier.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the camera of the navigation system would not connect. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information received indicated that this issue was reported by the site biomed. Name was not available. Correction: patient code updated to reflect patient present. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that this issue was intermittent. The amplifier was disconnected and then worked again. This issue occurred during a tc intervention procedure and there was no reported impact to patient outcome.